Event description:
The user facility reported that their roth net would not fully open. No report of injury or procedure delay.

Manufacturer narrative:
Following the reported event the device was returned for evaluation. Evaluation results found that the device deployed without issue and the net was able to fully open. The reported event was unable to be duplicated. As no issues were noted with the function or operation of the roth net and the reported event was unable to be duplicated, a root cause could not be determined. The device history record was reviewed for the subject lot and no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. The reported event occurred on january 22, 2025, and steris received a notification from the canada vigilance program on march 12, 2025. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803 and canada vigilance 59 (1) medical device regulations. It should be noted that steris is submitting an MDR and mpr solely due to the receipt of the report from the canada vigilance program which is in accordance with our policies and procedures. No additional issues have been reported.